Event description:
It was reported that the headboard and footboard were cracked with sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - headboard and footboard.